Manufacturer narrative:
Additional information added to: d10. An unexpected tubing set with an unspecified issue was returned by the customer. Visual inspection observed its male luer was broken. There were multiple cracks along the male luer collar. Although damage was observed, functional testing observed no leak or issue. The set was inspected for kinks, holes/tears in the tubing, and damages to the components. Further testing of filling the syringe with fluid and attaching to the as-received samples was done. The fluid was pushed through and no leak was observed. The tubing was then clamped to create backpressure while fluid was attempted to be pushed through. No leaks were observed. The device history record for model me2017 could not be performed due to no lot number being provided. The root cause was identified as design of the male luer component.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer. No further information is available.

Manufacturer narrative:
Concomitant medical product: 10ml bd syringe. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the male luer broke, upon review of the attached photo of the unexpected return. The customer stated that there is no event information available.